Event description:
It was reported that during a patient's scs revision on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-00990 and 3006705815-2025-01697], the physician accidentally opened the drg ipg pocket. The pocket was reclosed during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.